Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was an error stating "localizer not connected" message on the system with a red x over the emitter icon. The axiem communication cord was replaced. The system then passed the system checkout and was found to be fully functional. The axiem power/communication cable was returned to the manufacturer for analysis. Analysis found that the reported problem was confirmed. Flexing the usb cable did indicate an intermittent open causing a loss of communication between the computer and the axiem box creating a localizer not connected message on the system. Analysis found that the reported event was related to a electrical issue. The field generator and axiem portable system was returned to the manufacturer for analysis. Analysis found that the reported problem could not be duplicated and there was no failure found with the parts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the navigate task. It was reported that during a clinical case, the site completed em registration, draped the patient, then when they went to make their incision, a "localizer not connected" message displayed on the system. The site rebooted the system with no resolution, then swapped to a different navigation device to complete the surgery. There was no impact on patient outcome. The site leaves the navigation system running instead of shutting down at the end of the day. They get a lot of trauma cases and need to push exams to the system at odd hours and want to make sure the system is available for use.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.